Event description:
The pacemaker was also found to be in back up vvi (bvvi) mode due to electrocautery.

Manufacturer narrative:
Correction- b5, h6- pacemaker was additionally found to be in back-up vvi mode due to electrocautery, which was not reported initially. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic for a generator replacement follow-up procedure. During the procedure, the patient's pacemaker was found to have lost pacing output due to the effect of electrocautery. The pacemaker was successfully explanted and replaced with a new device on (B)(6) 2021. The patient was stable throughout.